Event description:
Event description boston scientific received information that the patient with this pacemaker experienced a syncopal episode. During interrogation, the device and leads were normal; however, there were multiple atrial tachycardic response episodes stored due to noise on the atrial lead. The noise could not be reproduced with isometrics. The sensitivity was programmed to auto, causing the sensitivity to drop down to .23mv.